Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Release and sterilization records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
It was reported that the customers skin was separated from the insertion site by the adhesive upon removal of the pod. It was reported that the customer went to a clinic. Health care professional diagnosed patient with cellulitis. Patient was prescribed antibiotics.